Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. The customer stated that the alarm did not occur during manual prime. Customer stated the event was not resolved by changing complete set. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. Customer stated the drive support cap appears normal. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.